Event description:
It was reported that during a vats lobectomy procedure, the device's tissue pad melted and fell off into the patient , but were able to retrieve it with graspers. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact.